Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect due to the moving time zones and not adjusting pump time. Tandem technical support assisted customer in correcting date and time. Blood glucose was 326 mg/dl.